Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. Electrical continuity passed. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci si hysterectomy procedure, one of the wires at the distal end of the fenestrated bipolar forceps instrument broke. There were no missing or fallen pieces reported. The planned surgical procedure was completed using an instrument of the same type. No patient harm adverse outcome or injury was reported.